Manufacturer narrative:
(B)(4). The lot was manufactured from september 18, 2014 to september 19, 2014. The device evaluation was completed to investigate the reported event. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed microscopic air bubbles blocking the fluid pathway inside the lumen of the glass capillary. This was determined to be the cause of the reported condition. Therefore, the issue was verified through evaluation. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was unable to deliver medication half way through infusion. The reporter stated that after the device was disconnected from the patient, the solution still did not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.